Event description:
It was reported the doctors were performing a salpingectomy with an enseal device and the instrument broke inside the patient. The parts of the enseal device were retrieved from the patient but bleeding occurred which resulted in the loss of an ovary. It was not reported how the case was completed. The device is currently in risk management at the hospital and will not be returned at this time.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional questions asked of surgeons, but no response yet. What caused the bleeding? What device was being used when the bleeding occurred? Where was the bleeding from? How does the retrieval of the enseal parts relate to the bleeding and ovary removal? What part of the enseal device broke? Did the patient have an ectopic pregnancy? What structures taken during initial procedure. What are the standard procedures as to comparison as to tones changes? What was used to control the bleeding? How was the case completed? Can we obtain a picture of the device? What is the surgeon¿s experience with device?